Event description:
Staff were getting resident out of bed on mechanical lift. One foot 2nd toe caught on a sharp edge of lift causing a 2.4cm laceration for when she needed 5 sutures. She received an update on tetanus shot, daily dressing and suture removal 10 days post incident.